Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 27 mmol/l (486 mg/dl) and they had ketones while wearing the pod for less than 24 hours. It was reported that insulin was leaking from the pod and the cannula has dislodged while the patient was asleep. Medical attention was sought on (B)(6) 2024 at (B)(6) hospital for children and young people in (B)(6). Hyperglycemia was treated with a new pod and the patient was released from the hospital after 26 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Inspection of the device found no damages or defects that would cause the cannula to dislodge. The cause of the reported dislodged cannula could not be conclusively determined. The fluid path was tested for leaks. No leaks were found.